Event description:
On (B)(6) 2026, the patient underwent a dialysis catheter placement procedure using hemostar hemodialysis catheter. During preparation, it was noted that the introducer needle was damaged, resulting in fluid leakage. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a video sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.